Event description:
It was reported that during a meniscus suture surgery after both were implanted, the knot could not be push. No patient injury or other complications were reported. A backup device was used to complete the surgery.

Manufacturer narrative:
One (B)(4) ultra fast fix needle delivery system device returned. The protective blue split protective cannula was returned on the needle. The white depth, penetration limiter was returned trimmed just shy of the blue green sheath. The delivery curve showed no damage. The manual advancement lever was returned fully advanced. T1 and t2 were absent. Partial torn suture was returned. For this product, advancement of anchors, release and stripping off of anchors are user controlled actions. No root cause related to the manufacture of the device was confirmed.